Event description:
Health professional reported right side deflation. Patient representative reported the patient also experienced the events of ¿continued to be firm and raised on their chest with the nipple stuck in a high position¿, ¿right breast-hurts/[¿]/moving up in my side area¿, and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition and the losses are permanent or continuing in nature, and they will suffer them in the future¿.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis indicates white particles were found on inner and outer surface of device. Leak test was performed which resulted in no leakage. Fill inspection showed no blockage. Additional analysis resulted in no device failure observed. Device found to be intact and functional. The event of "firm and raised on their chest with the nipple stuck in a high position¿, ¿right breast-hurts/[¿]/moving up in my side area¿, and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition and the losses are permanent or continuing in nature, and they will suffer them in the future¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported right side deflation. Patient representative reported the patient also experienced the events of ¿continued to be firm and raised on their chest with the nipple stuck in a high position¿, ¿right breast-hurts/[¿]/moving up in my side area¿, and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition and the losses are permanent or continuing in nature, and they will suffer them in the future¿.